Event description:
It has been reported that the AED is not functioning properly. There is no indication of negative patient impact.

Manufacturer narrative:
(B)(4). Replacement pads resolved the issue.

Manufacturer narrative:
Device evaluation is pending. Issue is being reported as alert could not be cleared by operator.